Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during an aculoc 2 procedure, the surgeon was inserting the locking screw into the plate, and the driver tip broke. The surgeon was not able to remove the broken piece, and therefore, the piece of the driver tip remains in the patient. No other adverse patient consequences were reported. This report is related to report number (B)(4) for the driver involved in this event.